Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results (suggest/indicate) in addition to the procedure itself, patient factors (oval shaped aortic annulus, extensive lvot calcification) likely contributed to the reported post valve deployment pvl and subsequent placement of a plug. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: haensig, m., kuntze, t., grunert, r,. Boecking, r., owais, t.. Closure of a paravalvular leak in transcatheter aortic valve replacement using the candy-plug technique. Jacc: cardiovascular interventions (2020). Https://doi.org/10.1016/j.jcin.2020.03.030.

Event description:
As reported by our affiliate in (B)(6) and through a medical article, ¿closure of a paravalvular leak in transcatheter aortic valve replacement using the candy-plug technique", severe paravalvular leak (pvl) was resolved using a ¿self-made¿ ¿candy plug¿. Per the article, a technique for the closure of severe pvl using a self-made candy plug was developed. The technique was demonstrated in a 3-dimensional cardiac printed model of a small oval-shaped aortic annulus with extensive calcification in the left ventricular outflow tract (lvot) and aortomitral continuity. Periinterventional transesophageal echocardiography revealed severe pvl post deployment of a 23mm sapien 3 valve. A 30mm long, graft was modified using a diameter-restricting suture. The pvl was catheterized with an amplatz super-stiff wire positioned carefully through the paravalvular segment. The modified stent graft was introduced and implanted at the annular level. The pvl was reduced to minimal residual leak.